Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.